Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and to update. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received november 19, 2018. There was medical intervention performed. There was an atherectomy of the sfa (superficial femoral artery) done. The estimated blood loss was less than 250cc. The sidetube ruptured during the pressure injection. After the sidetube ruptured the sheath was replaced. The procedure was a success after changing to a new sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation. One 6fr r2p sheath was returned for product evaluation. Water was manually injected in the sheath side port where the ruptured section was detected in the side port tubing. A hole was visible without magnification. The device was imaged using microscopy, and revealed two kinked sections in the sheath at 94 cm and 79 cm from the distal tip of the sheath. The kinked sections were also imaged under microscopy. The r2p IFU states: "do not use a power injector through the side tube and 3-way stopcock." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, and the reported allegation, it is likely the pressure injection may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that pressure was injected with a navicross in the destination slender sheath and the sideport ruptured. It was approximately 500 psi. The patient was reported to be in stable condition. The procedure was outcome was a success.